Event description:
It was reported that while carrying out a procedure on the spine that the head of the bur broke. It was further reported that the surgeon carried out a fluoro to locate the broken piece of the bur. It was reported that the surgeon sucked out the broken piece using suction irrigation. It was further reported that another bur was readily available to complete the procedure. It was reported that the delay was minimal and this did not impact on the patient's outcome.

Manufacturer narrative:
Device was not returned for evaluation. In addition, the packaging was discarded at the account, therefore the lot number is unavailable.